Event description:
Implant fracture.

Manufacturer narrative:
Implant region 23 fractured. Construction was an upper hybrid prosthesis placed on locators. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.